Event description:
Patient representative reported rupture and textured exchange due to the patient's concerns with the device. This record is for the right-side. Device remains implanted

Manufacturer narrative:
Due to ongoing legal proceedings, follow-up is not possible at this time. Therefore additional event, product, and/or patient details are not attainable. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture and textured exchange due to the patient's concerns with the device. Clarification to partial date of implant d6a: 2018 was provided.